Event description:
(B)(4). Always have pain in my tummy. My lower abdomen loading gas, diarrhea and constipation.. Low on vitamin d.. I tested positive for lupus.. Extreme fatigue muscle weakness... Feels like I get morning sickness... Feels like I'm pregnant... Heavy periods... Chest pain.. Anxiety depression.